Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2426, awareness date 04-nov-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Essure was placed in a hospital under anesthetic shortly after the consumer had her third baby. Shortly after, she began having awful pain, headaches, rashes, infections, hair loss, etc. 15 months after she was implanted she found out she was pregnant. The first ultrasound showed both coils in place. When she started contracting at 12 weeks pregnancy a new ultrasound showed her right coil migrated in her uterus with the baby putting the pregnancy at very high risk. After many doctor appointments and bed rest the baby was born full term but with some issues like unexplained rashes, slow growth, breath issues and growing pubic hair. In (B)(6) 2015 she had to have a full hysterectomy and removal of her tubes to get both essure coils and fragments out. The right coil was completely embedded in her uterus. After essure removal the consumer was feeling great. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Baby case: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. The first ultrasound showed both coils in place. When she started contracting at 12 weeks pregnancy (seen as uterine contractions during pregnancy, non-serious and unlisted) a new ultrasound showed her right coil migrated in her uterus (partial expulsion of device). She had to have a full hysterectomy and removal of tubes to get both essure coils and fragments out (seen as device breakage). The right coil was completely embedded in uterus. These events are serious due to their medical importance and listed in the reference safety information for essure, except for device breakage which is unlisted. In this case, pregnancy was diagnosed about 15 months after essure insertion. The exact date and mechanism of partial expulsion, device breakage and embedded device were not known. Considering the nature of the events, causality cannot be excluded. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. In this case, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs